Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
During evaluation of the device, the philips bench engineer noted the ac power module failed. There is no reported patient involvement.